Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer used all and throw it out the defectives. Customer does not wish to go to pharmacy for the replacement. Most likely underlying root cause: mlc-61-improper use / mishandled by end user. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for pen needle. The customer is concerned with pen needles not ejecting insulin, stated that once he noticed pen needle is defective, he would throw it out and get another one. Customer did not keep the pen needle bag and did not provide the lot number for the pen needles. Customer stated that it was only two needles and once he finished he discarded everything. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The pen needle lot manufacturer's expiration date is undisclosed.